Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was in the wrong location. The stimulation used to be in the vaginal area but not stimulation was felt in the left buttocks. The pt also felt the stimulation pulsing on the left instead of right side and if stimulation was turned up the stimulation goes down the leg. Symptoms associated with this event included electric shocking sensation in the vagina and groin. Later it was reported that the cause of the event was a nonfunctioning lead due to migration. A surgical intervention occurred and the lead and implantable neurostimulator was explanted on (B)(6) 2011. There was no injury to the pt.